Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the log files and determined that the commands involving lis channel were assigned in two distinct task schedulers in centralink, while it was supposed to be assigned to only one to prevent the centralink from uploading a result based on command a ("upload fully validated samples") while lis channel is already busy by command b run ("upload validated results" or "upload val special coag" or "upload spec"). The rsc specialist suggested assigning all commands involving lis channel to the same task scheduler, so they can be run one after the other. A siemens headquarters support center (hsc) specialist reviewed the event data and indicated that as per the centralink installation and startup for software version 15.0.3, "all lis commands must be assigned to the same task scheduler or there will be upload conflicts and errors". Additionally, the lis was slow to acknowledge transmissions from centralink. In accordance with astm standards, centralink transmissions to the lis are broken into several smaller frames. Each frame must wait approximately one second before the lis sends the acknowledgement and the next frame can be transmitted. These one second delays add up to a large delay in transmitting all data to the lis. The customer informed that the cause of the issue was logging feature being enabled on the lis server, which caused the delay in uploading results. Since this feature was turned off at lis server, the centralink communication has improved. The device is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2018-00135 and 2432235-2018-00136 were filed for the same issue.

Event description:
A delay was observed on a centralink data management system between the moment when a sample request was in "validated" status and the same request was in "uploaded" status and then reported into laboratory information system (lis). The delay was observed with multiple samples and the average delay was about 1 hour 30 minutes. There are no reports of patient intervention or adverse health consequence due to the delay.